Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose was 480 mg/dl and the reservoir compartment of the insulin pump smelled like insulin. The customer had just given herself a bolus but stated that the insulin pump did not seem to be working or responding to buttons she was pushing. The customer stated the insulin pump had been dropped. The customer was vomiting. The customer stated that the infusion set cannula was bent while changing infusion sets. Troubleshooting with the insulin pump was not possible due to the lack of response from the buttons. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test. The drive support disk was inspected and no anomaly was noted. All buttons on the device function properly. No damage noted on keypad traces. The device had cracked reservoir tube lip and a bleeding lcd glass. No insulin odor noted in reservoir compartment. The joint keypad connector was locked. No moisture damage noted on electronic assembly or on motor.